Event description:
Indication for procedure: fractured lead with venous occlusion. Procedure: in 2009, the laser failed during a difficult lead removal procedure, pt was held on table waiting for repair of laser, after an extended amount of time, a decision was made to continue the procedure the following day. The laser was repaired and used in the continued procedure the next day. During the second half of the procedure, the pt experienced excessive bleeding. Pt expired on the table.

Manufacturer narrative:
Analysis: the coolant leaked from laser due to breaking of a plastic hose clip. Review of the complaint history found the breaking of the plastic clip to be an isolated event. Hospital staff believes adverse event is not spectranetics device related.